Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions while troubleshooting. Reportedly, the pump alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. Reportedly, the pump was charging during the event. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.